Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle mini blood glucose meter. The customer obtained readings of 18.3 and 3.3mmol/l within a ten minutes timeframe. When plotting each reading against the average on a parkes error grid the results fall in the `c' zone showing the difference to be clinically significant.